Manufacturer narrative:
(B)(4). Exact date of patient death is unknown but occurred in (B)(6) 2012. Date of occurrence for peritonitis is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
On an unreported date, the patient had peritonitis and was shifted to hemodialysis and subsequently expired. The peritonitis was reportedly untreated. On an unreported date in (B)(6) 2012, the patient experienced cardiac arrest and died due to cardiac arrest. No additional information was available at the time of this report.